Event description:
It was reported that an ilet pump screen was unresponsive to the on-screen ¿yes¿ selection during the fill tubing drops confirmation step, preventing setup completion and continued use. Symptoms included no alerts or alarms and no reported adverse health effects. Outcomes included interruption of insulin pump therapy, use of backup therapy, and shipment of a replacement device. Investigation included customer service troubleshooting and arrangements for device return for evaluation. Investigation of this case revealed a suspected user interface or touchscreen responsiveness issue confined to a specific button press during setup. It was concluded that the device experienced a malfunction of the user interface that impeded intended operation, with no patient injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.